Event description:
Biopsy needle did not fit securely in the biopsy gun. Biopsy guns have to be changed to accomodate needles. Due to instabilty of needle, pt required two sutures. (Post biopsy, breast).